Manufacturer narrative:
No events of the same nature have occurred within the past 12 months at the customer site. No abnormal trend was identified with the affected part identified by the field service engineer.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that results for at least 20 patient samples tested for multiple assays on the cobas 6000 c (501) module - c501 failed delta checks. The samples were repeated on a different c501 analyzer and the results were different. The customer provided an example of one patient sample that had questionable results for multiple assays. Of the provided data, the sample had erroneous results for ca2 calcium gen.2 (ca) and tp2 total protein gen.2 (tp). The erroneous results were not reported outside of the laboratory. The sample resulted with an initial ca value of 5.7 mg/dl and repeated as 8.6 mg/dl. The sample initially had a tp value of 3.6 g/dl and repeated as 6.0 g/dl. The customer performed sample probe washes after hearing about the issue. The customer did not see any gel or fibrin on the probe. The customer later stated that 20 additional patient samples had erroneous results that were reported outside of the laboratory. The samples were repeated on the other analyzer and corrected reports were issued. The customer was asked, but was not able to provide any additional patient data. The patients were not adversely affected. The ca reagent lot number was 22326401, with an expiration date of 05/31/2018. The tp reagent lot number was 22699501, with an expiration date of 05/31/2018. The field service engineer determined that the rinse vacuum tubing had a hole and was leaking. He replaced the tubing. Quality controls were tested. The customer has not had any further issues since these actions.